Manufacturer narrative:
(B)(4). Batch # t93y96. Investigation summary: the analysis results found that the el5ml device was received with no damage in the external components. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. The event described could not be confirmed as the device was returned empty. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device handle was hard to pull and would not fire. When the surgeon did get it to fire, the clip was malformed. The crotch of the clip had a gap. The procedure was completed with a like device and with no patient consequences reported.